Manufacturer narrative:
Although the reporter understood the importance of returning the pads, and committed to returning them, multiple follow-ups resulted in the reporter stating that the pads are lost and may have been discarded. The pad lot number, expiration information, and age of the pads are unknown. This report is being filed since it is unknown how effectively a non-medical/professional use might be able to use pads with two right apical placement images. Should additional information become available, a follow-up MDR will be submitted.

Event description:
On may 9, 2016 it was reported by a professional user (emt) that when he went to use a set of adult defibrillation pads on a patient, he noticed that both pads had the same right apical image. He stated that he understood the correct location to place the pads and that he could have used them, but chose to use a spare set. He provided the electronic data from the AED used during the event and the analysis of the electronic data shows the patient was in an asystolic rhythm (a non-shockable rhythm) and that the AED performed as intended; no AED malfunctions were noted. It was reported that the patient was not resuscitated. No adverse event code was selected since the patient's ECG was non-shockable and therefore there is no suspected association between the patient's death and the use of the product.